Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/07/2015 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach on to the pump. Reboots occurred with the returned cap. A test cap was used and the pump was then tested for 24 hours with no power issues.